Event description:
Follow up x-ray taken 2007 of a c6-7 anterior cervical fusion dated four months later, detected fractured screws at c7. Followup notes indicate that the pt had a fall 2007. Revision surgery was performed the following year, to remove and replace with new hardware. Revision surgery identified that there was non-union at c6-7.

Manufacturer narrative:
The package insert indicates under "important note": these implants are intended only to assist healing and are not intended to replace normal body structures. Delayed union of nonunion of bone in the presence of weight bearing or load bearing, could eventually break the implant due to metal fatigue.